Manufacturer narrative:
Date rec'd by MFR: 25oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the customer returned touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed. Further investigation revealed that the resistance (ul_lr and ur_ll ) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen freezes. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/15/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue. After this repair, the unit passed performance verification testing.

Event description:
The customer reported that the touch screen freezes. There was no patient involvement.